Event description:
It was reported that the patient developed an infection. The pocket was aspirated for 90 cc of fluid. The device and leads were explanted. The patient is enrolled in a study. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.